Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the suspected peritonitis event was unknown. The patient was not hospitalized for the suspected peritonitis event. On an unreported date, the patient began treatment with unspecified antibiotics (dosage, route, duration and frequency not reported) for peritonitis. At the time of this report, the patient was still on antibiotics and was recovering from the suspected peritonitis event. The pd therapy was ongoing. Additional information was requested but is not available at this time.